Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the device was explanted due to an unknown reason. Additional information has been requested; however has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous MDR filed was a duplicate. Any further information will be provided with report number 6000034-2018-01984. This report is filed on november 28, 2018.